Event description:
A customer reported a past instance of high blood glucose levels, but the specific value was unspecified, with the displayed value simply reading "high." Cause was not known. To address the elevated blood glucose, the customer initially performed a correction injection using the pump and then administered an injection through multiple daily injections. Customer to perform a supply change and monitor their blood glucose levels.